Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat a lesion in the right distal anterior tibial artery. The lesion was moderately calcified and moderately tortuous. Artery diameter 2 mm x 80mm. The device was been used with a 5f sheath. The device was prepped prior to use with no issues noted. Resistance was encountered advancing the device to the lesion. During the procedure the balloon leaked when inflated to 7atm. The device was replaced with another balloon. No patient complications reported.

Manufacturer narrative:
Evaluation summary: traces of blood and radio opaque solution were detected into balloon and inflation line. An attempt to inflate the balloon was performed connecting a manometric syringe to the luer port; however a leakage was immediately detected on the balloon surface. A long cut was detected on the balloon due to a burst. No other abnormalities detected on the device.